Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-device related procedure. During the procedure the device exhibited noise on the right ventricular (rv) and right atrial (ra) channels. The noise was oversensed, resulting in rv pacing inhibition with pauses of greater than two seconds. Technical services (ts) discussed this electromagnetic interference (emi) with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.